Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh and anterior colporrhaphy due to sui, uterine prolapse, cystocele and rectocele. It was reported that following insertion the patient experienced extrusion, infection, urinary /bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2004, the patient underwent evacuation of peritoneal hemorrhage and repair of vaginal cuff due to perforated vaginal cuff with intraperitoneal hemorrhage (post sexual intercourse). No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.